Event description:
It was reported that the patient experienced severe headaches post-operatively following insertion of full system. The patient was re-admitted back into the hospital to have a blood patch and headaches reappeared after 24 hours. If additional information is received, a supplemental report will be submitted.

Event description:
Additional information received reported that the patient experienced the headaches while in the recovery room. A CT scan of the patient¿s head was taken and no cerebral lesion or hemorrhage was seen. Differential diagnoses are cerebrospinal fluid (csf) leak from lead, csf leak from spinal anesthesia, or non-organic symptoms. The health care provider (hcp) thought that no investigation would accurately confirm which was the exact diagnosis. The patient¿s symptoms had ¿largely, but not completely, resolved¿ following a third blood patch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).